Event description:
There is a question of possible metal shedding debris from implants. Pt is experiencing inflammation and exudate at site. Problems started 6 to 7 weeks after implant. After IV and oral antibiotics, symptoms are dormant. Physician states that devices will have to be removed. Pt experienced suture site infections as well.